Event description:
The patient was undergoing a coil embolization procedure in the middle meningeal artery (mma) using swiftpac coils (swiftpac), a non-penumbra microcatheter, and a guidewire. During the procedure, while repositioning the microcatheter, the swiftpac unintentionally detached in the target vessel. The same issue occurred with the next swiftpac. Therefore, the physician used a wire to push the detached swiftpac coils to the desired location. The procedure was completed at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.